Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4363 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported a nurse called and said the patient's piccline was leaking when she flushed it. The patient is booked into the day care unit. Piccline was drawn without remark. Ut then tried to flush the piccline and there was a hole between the "wings" and the catheter tubing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-01870 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-01870.

Event description:
It was reported a nurse called and said the patient's piccline was leaking when she flushed it. The patient is booked into the day care unit. Piccline was drawn without remark. Ut then tried to flush the piccline and there was a hole between the "wings" and the catheter tubing.